Manufacturer narrative:
H2: additional information added to b5. D4 updated. G2 updated to add company rep as an additional report source based on information provided at intake. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: unknown, UDI#: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found with the system. It was determined that the issue was a staff workflow issue rather than a system issue. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Fdd code corrected to a0908 to reflect the alleged issue. Imf code f26 added. Img code g02008 updated to reflect the concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was noted that the surgeon's preferred layout configurations were missing, though there were no issues with how the images appeared on the navigation system. The issue occurred during a functional endoscopic sinus surgery (fess.) There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome as the procedure was completed without issue.

Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that there is no indication that a software anomaly contributed to the reported behavior. Analysis found that the software functioned as designed. H6: fdm b01, fdr c19, and fdc d14 previously reported are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the "images were flipped" in the middle of a case. It was noted that the surgeons preferred layout configurations were missing and the issue may be from the new ssd card. It is unknown if there was any impact on patient outcome or surgical delay.